Event description:
Device 3 of 3; reference MFR report: 3008829311-2017-00631, reference MFR report: 3008829311-2017-00632. Additional information received indicated surgical intervention was undertaken on (B)(6) 2017 and one of the two leads located at the s1 level was removed and replaced. Postoperatively, the patient was reportedly receiving effective therapy. Review of the manufacturer's device registration system indicated lead lot ab2204 and lot ab2212 were the lot numbers of the leads placed at the s1 level.

Event description:
Device 3 of 3: reference MFR report: 3008829311-2017-00631,reference MFR report: 3008829311-2017-00632. It was reported the patient experienced uncomfortable stimulation. Reprogramming was initially able to resolve the issue, however the uncomfortable stimulation recurred. Diagnostics indicated no impedance issues. Surgical intervention may take place at a later date.